Event description:
It was reported the video scope experienced an error 315 and image is distorted/ intermittent. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to regional repair center for inspection, and the reported failure was not confirmed. Based on the results of the investigation there is no problem detected that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.